Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when air was attempted to be removed after cuff check was performed, degassing was unable to be performed. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample was returned for evaluation. Visual examination of the returned unit shows the shape of the tubing has been altered slightly using the stylet wire. Further examination also shows a small amount of air contained in both cuffs. The stylet wire and air was removed from the bronchial cuff and from the tracheal cuff. The stylet wire was replaced in the tubing and the returned unit was inflated using the parameters set out and inflated without issue. The sample was fully deflated and no issue noted. The stylet wire was removed and the returned unit was inflated as per the parameters set out and inflated without issue. The sample was again fully deflated and no issue noted. The returned unit was inflated / deflated three times and no issue noted. The reported defect could not be detected on the unit returned for evaluation. The most probable root cause of this reported issue is the tracheal cuff was stretched over the tracheal cuff notch during the deflation stage of the process. All of our bronchocath products undergo a four hour inflate/deflate test and it is at this stage of the process that any defects are removed from the lot. Information has been added to the database and trends will continue to be monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.